Event description:
Information received indicates the brake will not hold after adjusting the casters.

Manufacturer narrative:
The technician replaced the brake assembly and installed a new brake caster to repair the bed.